Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strips # (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 120 to 150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results the product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/16/2018 and open vial date is 2/2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:114mg/dl date:2/20/2018 time:12:33pm fasting; result 2:115mg/dl date:2/20/2018 time:10:33pm fasting; result 3:86mg/dl date:2/20/2018 time:7:24am fasting; result 4:143mg/dl date:2/19/2018 time:5:55am fasting; result 5:168mg/dl date:2/19/2018 time:8:45pm fasting.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strips (B)(4) mt2276 note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 120 to 150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results the product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer¿s expiration date is 06/16/2018 and open vial date is 02/2018. The meter memory was reviewed for previous test. Consumer reported complaint for low blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 120 to 150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results the product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer¿s expiration date is 06/16/2018 and open vial date is 2/2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly), result 1:114mg/dl, date: (B)(6) 2018, time: 12:33pm fasting; result 2: 115mg/dl, date: (B)(6) 2018, time: 10:33pm fasting; result 3: 86mg/dl, date:(B)(6) 2018, time: 7:24am, fasting; result 4: 143mg/dl, date: (B)(6) 2018, time: 5:55am, fasting; result 5: 168mg/dl, date: (B)(6) 2018, time: 8:45pm fasting.